Manufacturer narrative:
The 10k irrigation console was received for evaluation on 02-dec-2015. The console was thoroughly tested and found the unit performed to specifications and passed all functional test requirements with no problems noted. The alleged problem of "pump overflowed" therefore could not be verified. Follow-up communication with the user facility revealed that the 10k irrigation pump was placed on a stryker neptune waste management system IV pole. This was in a higher position than recommended which could have caused/contributed to the pump overflow. Per the product manual: position the pump at approximately the same height as the inflow portal and securely tighten the clamping knob. In addition, a review of service records shows that this pump was manufactured on 16-jul-2009 with no service/repair history found. The recommended preventative maintenance for this unit was long overdue. Based on available information it is believed that the most probably cause of the reported incident was user error related to their failure to follow instructions in the device operating manual. No further action is planned at this time. This failure mode is addressed in risk documentation as an acceptable risk level. An education letter regarding pump placement and preventive maintenance will be sent to the user facility. To reduce the risk of patient injury, the product's IFU provides the following safety information regarding extravasation management: extravasation can occur more rapidly when using a mechanized fluid infusion system than when using a gravity system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for possible signs of extravasation. Excessive intra-articular pressure or improper inflow cannula placement may result in extravasation. Periodically examine the location of the inflow cannula to ensure that the cannula is within the joint capsule. Extravasation may occur as a result of improper cannula placement or excessive intra-articular joint pressure. Monitor fluid intake carefully in cases of known joint trauma with possible capsular defects to avoid excessive effusion. Avoid abrupt changes in joint position which may result in high intra-articular pressure spikes. The surgical team should understand how to prevent and treat arthroscopic fluid induced compartment syndrome. Closely monitor the patient during and after the operative procedure for signs of complications resulting from excess fluid absorption.

Event description:
The customer reported that during use of the 10k irrigation console in an acl repair procedure on (B)(6) 2015 the pump was overflowed and the patient's knee distended. This caused a 15 minute delay to replace the pump and tubing set. Follow-up with the user facility revealed that the procedure was otherwise completed with no further complications or patient injury and the patient's recovery was normal with no issues noted. As reported, the 10k pump was placed on a stryker neptune waste management system IV. The IV pole on this machine reportedly was too high and the pump therefore could not be placed at advised level and as directed in the device instructions for use.